Event description:
Passy-muir valve was put on the tracheostomy tube and the cuff was not completely deflated. The pt indicated that he could not breathe. The trach was immediately unplugged and there seemed to be no apparent injury to the pt.